Manufacturer narrative:
H10: the manufacture product support (pse) confirmed that the device alarms, carbon dioxide repeat inhalation. The pse booted into diagnostic mode, check the alarm logs, and found the error code "1203" alarm message: low leak-co2 rebreathing risk message; according to the maintenance manual, diagnosed as gas module failure. The issue was resolved by replacing the air flow sensor assembly. The device was operational after repairs were completed. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
It was reported that the ventilator had a co2 re-inhalation error message. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer restarted the unit however, the issue was not addressed. The customer was advised to check the sensor. The investigation is ongoing.